Manufacturer narrative:
(B)(6). Investigation: the customer originally contacted terumo bct because she noted that the level of anticoagulant acd- a displayed on the screen did not match the level of anticoagulant (ac) left in the bag and there was no 'ac fluid not detected' alarm. The customer is not alleging any problem with the machine. Per the customer, this was the only machine at the site, they wanted to make sure about the functionality of the machine. The terumo bct support specialist advised them to perform a saline run to check the functionality of ac pump and ac flow and the customer confirmed the completion of prime and 35 minutes of run without any issues. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in-process. A follow-up report will be provided.

Event description:
The customer reported that a patient with hyperthyroidism developed hypotension during therapeutic plasma exchange (tpe) procedure on a specta optia device. The customer contacted a terumo bct support specialist after patient rinseback. The customer further stated that during procedure, the patient's blood pressure (bp)decreased to 68/37 with a heart rate (hr) 181 and the procedure was terminated and rinseback was performed. After rinseback, the patient was reported in state of shock and the patients bp increased to 105/63 with heart rate (hr) of 66. Per the physician, the tpe procedure was ordered to stabilized the heart rate before taking the patient to surgery. The customer reported that the patient did 'great' and procedure was completed on optia without any issues. Per the rn, the patient's bp increased to 138/70 with heart rate (hr) of 66-68 after the procedure and the patient is reported in 'stable' condition. The customer declined to provide the patient's identifier (ID). The spectra optia exchange set is not available for return because it was discarded by the customer.

Event description:
During customer follow-up it was determined that the did not have any concerns about the patient¿s condition being due to the reported lack of ac in the circuit.

Manufacturer narrative:
This report is being filed to provide additional infomration in event investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Corrected information isprovided in b.5 and h.10.corrected investigation: according to therapeutic apheresis: a physician's handbook,adverse events occur during therapeutic procedures with a frequency of 4.8%.transient hypotension associated with apheresis is usually well tolerated. The following progressionis often observed:1) pallor and sweating begin, with the skin turning cold;2) the pulse slows strikingly;3) the blood pressure decreases4) nausearoot cause: based on the dlog analysis, the machine operated as intended, the ac infusionrate was within acceptable limits for the procedure.a definitive root cause for the decrease in the patient's blood pressure could not be determined.possible causes for the alleged reactions include but are not limited to the patient's physiology,the patient's disease state, and/or the patient's sensitivity to the procedure.the run data file confirmed that the total ac used was 620 ml. However, the customer did notspecify the volume of ac left in the bag. Possible causes of the volume discrepancy include butare not limited to:- ac line kinked or occluded- ac tubing pinched by cassette- ac tubing was pinched by blood warmer

Event description:
The customer reported that a patient with hyperthyroidism developed hypotension during atherapeutic plasma exchange (tpe) procedure on a specta optia device. The customercontacted a terumo bct support specialist after patient rinseback.the customer further stated that during procedure the patient's blood pressure (bp)decreased to 68/37 with a heart rate (hr) 181 and the procedure was terminated andrinseback was performed. After rinseback, the patient was shocked and thepatients bp increased to 105/63 with heart rate(hr) of 66. Per the physician, the tpeprocedure was ordered to stabilized the heart rate before taking the patient to surgery. Thecustomer reported that the patient did 'great' and procedure was completed on optia withoutany issues. Per the rn, the patient's bp increased to 138/70 with heart rate (hr) of 66-68after the procedure and the patient is reported in 'stable' condition.

Manufacturer narrative:
Investigation: according to therapeutic apheresis: a physician's handbook, adverse eventsoccur during therapeutic procedures with a frequency of 4.8%. Vasovagal incidents occur around 0.5% of procedures. The reactions generally manifest as pallor and diaphoresis. In a full blownattack, the reaction progresses from pallor and sweating to pulse slowing and blood pressuredecreasing. More severe vasovagal reactions may include nausea, vomiting, and/or convulsions.the run data file (rdf) was analyzed for this event. The signals in the rdf indicate that therewere no alarms indicating that the patient fluid balance or ac infusion rate was outside of theacceptable limits.investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
Per the customer, the machine was used for a tpe procedure on the same patient the day prior and she did great and the machine did not have any issues.